Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a distributor who reported that an I-stat 1 analyzer showed out-of-spec standby current. The analyzer was returned to apoc and, during routine failure analysis on (B)(4) 2011, a burnt capacitor was found. Based on the information available at the time, there was no injury associated with the event.